Manufacturer narrative:
(B)(4). Foreign: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the hospital will not allow the release of the product. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial left knee arthroplasty and approximately 78 days later the patient was revised due to patella pain and stiffness. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. This complaint cannot be confirmed. No devices or photographs were received; therefore the condition of the components is unknown. Review of the device history record identified no related deviations or anomalies during manufacturing. X-ray review by third party hcp states that no obvious abnormalities were identified for the left total knee arthroplasty. Root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.